Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, automatic mode switch (ams) due to noise on the atrial lead was noted. The physician reprogrammed the device and the atrial lead will remain implanted. The patient was in stable condition.